Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) provided following actions and noted that this issue should be closely monitored. The lead remains in use. No adverse patient effects were reported.